Event description:
Customer alleged discrepant blood glucose results of 139 mg/dl and 73 mg/dl when testing was performed back-to-back on the aviva system. Customer did not report any symptoms and did not report treating/acting on results. A request was made for the return of the suspect device and replacement product was sent.